Event description:
Revision surgery due to infection: hip implants completely removed. There was a previous revision for infection without explantation 5 months post op ((B)(6) 2012) - only soft tissues involved. The pathogen detected was streptococcus dysgalactiae. Please refer MFR report # 3005180920-2013-00132.